Event description:
The customer reported being hospitalized due to high blood glucose over 1000mg/dl. She took more than 70 units of insulin, and her glucose level was still high when she arrived to the hospital. The caller mentioned that she was sick and thought had a virus, but when she got to the hospital they found she had an infection. Troubleshooting was performed, and no damage to the drive support cap noted. During the call, the customer mentioned being admitted in (B)(6) 2013 as an inpatient for medical treatment, and her blood glucose was 15mg/dl. The customer was treated by the ambulance, but she refused to go to the hospital. Reviewed the programming, and the reservoir had the same amount of insulin as shown on the status screen. The customer stated that she is going to have a surgery due to a broken leg. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.